Event description:
Filter was intended to be changed every 48 hrs along with tubing. Treatment was taxol 60 mg per day in .9% nacl bag. Final concentration was .3 mg/ml. Pump rate was continuous 8.3 ml/hr. Treatment was for 96 hrs. A new bag was administered every 24 hrs. Tubing and filter were changed on day 1 and day 2. On day 3 (9/8/94 10:00 pm) filter (36 hrs used) cracked and solution leaked. Pt stopped pump and rn replaced filter with a new filter. On 9/9/94, about 12 hrs after filter was used, it also cracked. Rn had a new bag and new tubing and new filter for pt. On 9/9/94 pm pt said the filter cracked and drug leaked again. That filter was changed that evening. However, it also cracked and leaked. Pt did not call rn again. Therapy was due to be discontinued the next am. MFR was notified on 9/12/94. At that time, rptr found 2 of the filters that had cracked. They are waiting to be picked up by MFR.